Manufacturer narrative:
Initial and final MDR 1928115 - MDR 3003442380-2024-18076 - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2024, it was reported that patient faced three infusion sets fell off during use since past two weeks. Patient blood glucose at the time of issue was 120 mg/dl. Infusion sets were in use for one and a half day for all the events. Patient replaced infusion sets and resumed insulin successfully. No further information available.